Event description:
Home pt (hp) reports they were diagnosed with peritonitis after using homechoice sets during apd treatment. Hp reports sets are "dingy looking" and is uncomfortable using the remainder of their current box . Unit rn reports hp was hospitalized for peritonitis; however, notes she does not have any further detail regarding this diagnosis and treatment. Rn reports hp has responded to treatment. Rn does not report any relation of the homechoice sets to the diagnosis of peritonitis.